Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient required hip acetabular revision. In situ implants were identified as dislodged on x-ray. Surgeon surmised likely dislocation was cause by improper placement on initial surgery. Surgeon had to clear major metalosis from joint space and acetabular region prior to revising the join with pdm.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information receive: a. Please confirm was the revision surgery happened successfully? If yes, please provide the details. Yes, this revision surgery was successful. Surgeon implanted new gription cup with pinnacle dual mobility construct. The reason was he wanted to protect against future dislocation post op. He also implanted a revision ceramic head onto the in situ stem. The stem was not revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient required hip acetabular revision. In situ implants were identified as dislodged on x-ray. Surgeon surmised likely dislocation was cause by improper placement on initial surgery. Surgeon had to clear major metalosis from joint space and acetabular region prior to revising the join with pdm. The product was not returned to depuy synthes, however photos were provided for review. From the only x-ray provided, dislocation of the pinn mar neut 32idx52od was identified, even though a definitive root cause cannot be determined the posistion of the cup might have contributed to the dislocation between the liner and the head. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed. As the observed condition of the pinn mar neut 32idx52od would contribute to the complained device issue.  With the information provided is not possible to establish a potential cause, however it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.